Event description:
It was reported that the wake button was not operating when prompted, and the screen was glitching. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.